Event description:
An hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, the drain line kinked and didn't allow the unit to progress into pt cooling mode. Follow up info received in 2009, revealed that there were no alarms or error codes, there was no excessive tissue that could have caused clogging, and there was no hot fluid left inside of the pt. The line was unkinked, the unit restarted, and the procedure was completed with this device. There were no pt complications reported with this event.

Manufacturer narrative:
Since the lot number was not provided, the expiration and manufacturing dates are not known. The suspect device will not be returned as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.